Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action, there will be no further investigation. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of durom/ldh system. It was reported, that the patient was implanted a durom acetabular component 60/54 code t on (B)(6) 2004 on the left side. The patient is being monitored due to unknown reasons.

Manufacturer narrative:
This case was re-opened to correct field d6 and d7. Zimmer (B)(4) considers this case as closed again. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
This case was re-opened to enter additional information received on (B)(6) 2017: date of explantation was corrected. Event was updated, new reasons for the revision surgery. DHR review: where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Review of event description: it was reported, that the patient was implanted a durom acetabular component 60/54 code t on (B)(6) 2004 on the left side. The patient underwent revision surgery due to elevated metal ions, psoriasis and pain on (B)(6) 2015. The reported psoriasis (foot, finger, ear, eye ) and muscle and joint pain, reduction of hearing, dizziness can be symptoms/reaction to metal ions in the body. According to the available information the alloclassic sl stem 7 12/14, (ref. (B)(4), lot. 2195033) was not revised. Note: the device durom acetabular component 60/54 code t is the main product involved in the case at hand ((B)(4)) and it was implanted together with the alloclassic zweymuller stem ((B)(4)-voided). Therefore the stem is entered as an associated device which is not directly involved in the reported metal on metal issue. The manufacturer did not receive devices or x-rays for review. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer (B)(4) considers this case as closed again. (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of durom/ldh system. The patient was implanted a durom acetabular component 60/54 code t on (B)(6) 2004 on the left side. It was now reported that the patient experienced psoriasis (foot, finger, ear, eye), muscle and joint pain, reduction of hearing, dizziness since 2009. Elevated metal ions in the blood were also reported. The patient underwent a revision surgery on (B)(6) 2015 due to elevated metal ions, psoriasis and pain. Note: the patient was also implanted mom devices from a competitor on the right hip on (B)(6) 2006 and these devices were revised on (B)(6) 2015.

Manufacturer narrative:
This case was re-opened on (B)(6) 2015 to enter additional information which was received on (B)(6) 2015. Zimmer considers this case as closed again. Should any the device and/or additional information become available zimmer will re-evaluate the case and send an amended medical device report. Zimmer's reference number of this file is (B)(4).

Event description:
It was now reported that the patient was revised on (B)(6) 2006.